Manufacturer narrative:
Block b3: exact date unknown, event occurred 2018.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The underwent an explant procedure and was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.